Event description:
It was reported that a patient underwent a atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced arrhythmia that required temporary pacemaker. Svc (superior vena cava) isolation was completed under sinus rhythm. After about 3 minutes, junctional rhythm was detected, and no sinus rhythm was detected. (Sinus map was not performed, and to avoid interference during ablation, beeat was removed and svci (superior vena cava isolation) was performed using only the potential of the ablation catheter and the height of the la (left atrium) roof as indicators. Temporary pacemaker was inserted, and the patient left the room under vvi (ventricular pacing) backup. The physician believes that since the patient had persistent atrial fibrillation, it is uncertain if it was due to the ablation or if the patient was originally difficult to produce sinus rhythm. Hr (heart rate) in the 40s, no sinus arrest. No abnormalities were observed prior to or during use of the products. Patient fully recovered.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).